Event description:
It was reported that 1 bd safetyglide insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the distributor reported a large rough shard of plastic or debris on the internal lumen at the point where the needle hub meets the barrel preventing full depression of the plunger and creating a potential for under-dose of a patient and potential for particulate contamination. The plastic debris extends to almost the 0.5 unit marking on the barrel.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. Initial customer phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/15/2022. H.6. Investigation: customer returned (1) loose 1/2cc bd safetyglide insulin syringe without any packaging. Customer states that there was a large debris on the internal lumen, prevents full depression of the plunger, creating a potential for underdose. The returned syringe was examined and exhibited a hard piece of plastic in the barrel, which could prevent the plunger rod from operating properly. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 1 bd safetyglide insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the distributor reported a large rough shard of plastic or debris on the internal lumen at the point where the needle hub meets the barrel preventing full depression of the plunger and creating a potential for under-dose of a patient and potential for particulate contamination. The plastic debris extends to almost the 0.5 unit marking on the barrel.